Event description:
Death occurred while infant was sleeping in prone position using the tucker sling, an infant positioning/holder device, which was being used with a wedge in a standard sized crib. Infant was positioned in accordance with instructions accompanying the tucker sling.